Event description:
It was reported that the patient presented for a generator exchange procedure. During the procedure it was noted the right ventricular (rv) lead could not be removed from the pacemaker (pm). The pm was exchanged successfully, and the rv lead was capped, and a new rv lead was implanted on (B)(6) 2026. The patient was stable throughout the procedure.